Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction noted in the complaint: user's test strip had poor storage. Based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. Recall #FDA-assigned recall event ID 74805.

Event description:
Consumer reported complaint for low blood glucose test results. The customer's expected blood glucose test result range is 111 to 170 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer is currently taking medication to manage diabetes. On (B)(6) 2016 at 08:45am, a blood test was performed by the customer fasting and produced test results of 54 mg/dl and at 08:00am produced test results of 64 mg/dl. The product is stored in the kitchen. The test strip lot manufacturer's expiration date is 07/13/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (the customer is not able to see the time and date): 54mg/dl fasting:yes; 64mg/dl fasting:yes; 95mg/dl fasting:yes; 179mg/dl fasting:yes; 100mg/dl fasting:yes.